Event description:
It was reported that during a procedure, the physician found out it was difficult to manipulate the lasso nav catheter with the long sheath provided by st jude medical. The physician tried to pull back the lasso nav catheter and he found that the distal region of shaft of the lasso nav was physically broken and a wire came out from the catheter shaft. The case was completed by changing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/3/2014) . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that the physician found out it was difficult to manipulate the lasso nav catheter with the long sheath provided by st jude medical. He tried to pull back the lasso nav catheter and he found that the distal region of shaft of the lasso nav was physically broken and a wire came out from the catheter shaft. Upon receipt, the catheter was visually inspected and the lasso loop was physically broken and internal wire (nitinol) came out from the catheter transition with the peek housing leaving it displaced. Additionally, spine cover was wrinkled up on both distal and proximal side of ring #10. A scanning electron microscope analysis was carried out in order to determine the potential root cause of the breakage. The results showed that the fracture surfaces exhibited ductile dimple features indicative that the nitinol was exposed to a tensile overload. Additionally, the element composition of the nitinol was found within spec and no material issue was observed. Based on the results, it can be concluded that the nitinol was in good conditions, and the evidence suggested that it was broken by an external force. Additionally information indicated that the physician used a st. Jude medical 7f sl1 long sheath. IFU states to use 8f guiding sheath. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified. However, the evidence suggested that catheter material was not degraded.